Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 3/6/2023, it was reported by a distributor via sems that an ar-1588tn-1 tightrope abs locking mechanism failed, and the suture couldn't be pulled through the construct. This was discovered during an aclr procedure on (B)(6) 2023. Case was completed using an ar-1588btb on the tibial side instead.